Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
Pt experienced chronic dislocation of right total hip. The acetabular liner and femoral head component were revised.